Event description:
It was reported during a da vinci nissen fundoplication surgical procedure, that the endowrist one vessel sealer instrument was not sealing. According to the isi clinical sales representative, normally when sealing is complete, the instrument makes a beeping sound, however, the instrument did not and the tissue wasn't cooked though. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The instrument passed applicable grip force and feeler gauge testing. Visual inspection of the instrument showed no conductor wire damage. Significant bio debris was found at the instrument tip and energy was delivered when activated. Based on the information provided, this complaint is being reported due to the following conclusion: the vessel sealer instrument was not sealing during the surgical procedure.